Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate system and the machine alarmed. Test strips confirmed the blood leak. Estimated blood loss was 230 cc's. The dialyzer was changed and a new treatment was started. No medical intervention was required. Sample was discarded by the user facility; no sample is available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.